Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received for evaluation at baxter. A follow-up medwatch report will be submitted if the device is received for evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This medwatch was initially submitted on date 26 july 2010 and did not pass, this medwatch will be resubmitted on 28 july 2010.

Event description:
The facility representative contacted baxter to report an infusor that had leakage from the tubing that was observed. There was a cut on the tubing. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.